Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the adjustable guide pin of the parallel-guide /guide-wires was broken off from the main body. No patient or surgical involvement reported. This report is for one (1) adjustable parallel wire guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the clamping nut of the adjustable sleeve is broken off, all components were returned for evaluation. The knurled surface of the nut is badly damaged. The shaft is plastically deformed in counter-clockwise direction in the area where the breakage occurred. The complaint is confirmed as the clamping nut is broken off as complained. The strong damages at the knurled surface of the nut and the deformation in counter-clockwise direction at the shaft are a clear indication that excessive forces were applied onto the nut during an attempt to disassemble the device, most likely during reprocessing. In this relation it can be stated that the device is not designed to be disassembled, the nut is fixated on the shaft that it does not get lost during reprocessing. Based on the investigation findings it can be concluded that an user error did lead to the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part #: 312.730, synthes lot #: 9972977, supplier lot #: 9972977, release to warehouse date: 16-jan-2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.